Event description:
Patient was here for a left breast biopsy with a savi scout placement. Biopsy was successful. Upon deploying the savi scout at 11:41 am, it was not definitively visualized with ultrasound. Mammo imaging confirmed that the savi scout reflector was not present. Patient came back to the ultrasound dept to attempt another savi scout placement. Second attempt was successful. Patient returned to the mammo dept for confirmation.